Event description:
Surgeon was flushing iol prior to implanting lens. Surgeon observed opaque white spot in the lens and rejected it. Surgeon requested another lens - same model and diopter. Second lens was successfully implanted without incident. No adverse patient event.======================health professional's impression======================surgeon was flushing iol prior to implanting iol; under microscope the surgeon observed a defect in the lens - an opaque white spot. Hence, lens could not be implanted.